Event description:
It was reported that via a remote transmission, the left ventricular lead exhibited low impedance. No intervention was reported and the lead remained implanted. There were no adverse consequences for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated device reprogramming was unsuccessful. The lead continued to exhibit low impedance. The device remained implanted and the patient would be monitored.